Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that a type ib endoleak was observed six months after the index procedure. The physician stated that the bifurcation of the common iliac artery was aneurysmal and that might have contributed to the endoleak. An intervention to treat the endoleak was performed two months after the endoleak was found with an endurant device; however, the endoleak was not resolved. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of endoleak. Conclusions: unknown cause of endoleak.

Manufacturer narrative:
Method: films.

Event description:
Review of secondary procedure angio's show that the main device was implanted into the right iliac; crossing over the contra limb in the distal aaa. The aaa and proximal bifurcate were not visualized the right ipsilateral limb appeared to terminate into an iliac artery aneurysm with contrast seen in the right iliac artery, likely due to a lack of distal sealing. An extension was placed distal to the right ipsi limb, extending approximately 5 cm's. The iliac and stent graft were very tortuous in this location. There appeared to be an endoleak (possible type IV or type I) after the extension was placed. An additional stent graft extension was then placed approx 2cm distal from the 1st extension right up to the iliac bifurcation. Final angio showed a large reduction in the endoleak, but could not confirm if the iliac aneurysm was completely excluded. Films immediate post-primary implant were not provided. The cause of the type ib endoleak appears to be from insufficient distal sealing within the aneurysmal iliac artery. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.